Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed: a visual inspection and drawing review were performed as part of this investigation. The 03.226.004 cannulated stardrive screwdriver shaft is an instrument routinely used in 01.226.002 3.0mm headless compression screw instrument and implant set. The cannulated screwdriver was returned with a spiral fracture of the distal tip. The broken fragment was not returned. Product drawing was reviewed. No drawing issues or discrepancies were noted and subsequent drawing revisions were not relevant to the complaint conditions. The design was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument. There were no non conformances issues during the manufacture of the product that would contribute to this complaint condition. Although the true root cause cannot be determined with the provided information, it is likely that nearly seven years of use and wear as well as the use of excessive force has slowly led to this complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 22, 2009. No issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a foot procedure on (B)(6) 2016, the surgeon over inserted the 3.0mm headless cancellous screw into the bone. Upon removing the screw, the tip of the screwdriver broke and after several attempts surgeon was unable to retrieve the broken tip from the patient. Due to this issue a surgical delay of five (5) minutes was reported. The surgeon was able to remove the screw and successfully implant a new screw into patient bone. Patient status/outcome was reported as stable. Concomitant device: 3.0mm headless cancellous screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).